Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable cardiac monitor (icm) device reached elective replacement indicator (eri) earlier than expected and recommended replacement time (rrt) was falsely triggered. The device remains in use. No patient complications have been reported as a result of this event.